Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this right ventricular (rv) lead exhibited diaphragm stimulation. The lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.